Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels as high as 22.9 mmol/l. Prior to the event, the customer got no delivery alarms. The customer changed the entire infusion set, but then got another no delivery alarm. Nothing further was reported.